Event description:
Customer reported issues with her sensors. She stated her insulin pump did not shut off when her blood glucose was below 60 mg/dl. Her sensor reading at the time of the event was 74 mg/dl, but her blood glucose was 24 mg/dl. This occurred on the evening of (B)(6) 2014. Customer felt incoherent and weakness in her legs. Her husband and son helped customer treat with juice. Customer also stated she has received multiple calibration and lost sensor alerts. Customer was advised of proper sensor insertion and calibration methods. Customer was calibrating too many times a day. She was also advised of how to program the transmitter ID to her sensor. Customer was advised her sensors should work better after following the proper sensor methods. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.